Event description:
It was reported that caller experienced alarm 2 with multiple previous occlusion events while using infusion set and cartridge. There was no reported adverse impact to the customer¿s blood glucose level, as caller declined to provide blood glucose information. Customer resolved issue by changing infusion set and cartridge and then resumed insulin, and no further assistance was requested, so technical support closed case.